Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/04/2015.

Event description:
Procedure: colon resection. According to the reporter: the patient displayed filtration and bleeding of the anastomosis. A reoperation was required and the anastomosis was reinforced with hand-sewing. There was no reinforcement material used. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was blood loss of 500cc or more. There was no extension of surgical time of more than 30 minutes.